Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have various issues with insulin pump and felt that insulin pump was dying. Customer's blood glucose was 33 mg/dl and 600 mg/dl, which were treated with manual injections. Customer reported that backlight was too dim and was not able to see numbers; battery lasted one day, three days when not on vibrate; alarm was too low and had to keep insulin pump on vibrate. Alarm history showed an off no power alarm without first receiving a low battery alert, no delivery, low reservoir and low battery. Customer was advised that insulin pump would need to be replaced.